Event description:
It was reported that bd alaris smartsite pump infusion set had connection problem the following information was received by the initial reporter with the following verbatim it was reported by customer that upon attempting to hang medication, trazimera, spike of tubing became disconnected from medication bag, estimated 100ml of medication spilled unto chair, pump, and floor, area cleaned per protocol

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10015861a because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.